Event description:
It was reported from a (B) (6) that a leak of (B) (6) product from a tubing component of the device, during transfer from the collection bag to the processing bag set occurred. The transfer was stopped, a new transfer kit was substituted, and normal processing was continued.

Event description:
A report was received that the pt's paddle leads were explanted. The pt has lost fluid in her sacral area and the stimulation was causing discomfort. The pt has another medical condition (unrelated to the device). The ipg remains implanted. The pt is reportedly doing well after surgery.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.